Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 8mm, approx. 17mm, aprox. 25mm, approx. 44mm, approx.. 53mm, approx. 67mm and approx. 79mm proximal of weld site. The proximal section of j stiffener wire measures approx. 9mm and migrated down lead body approx. 140mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 88mm.

Event description:
Device analysis is provided. Explant method: intravascular. Technique/tools: direct traction with locking stylet, sheath(s). No complications.